Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: peeling off the insertion tube coating has been identified; connecting tube is collapsed; bending section cover or distal sheath rubber is leaky; and the eyepiece unit cover glass is cloudy. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely the coating peeled off due to physical/chemical stress applied to the insertion site during user handling. The event can be detected/prevented by following the instructions for use which state: 1) "inspection of the endoscope - inspect the external surface of the entire insertion tube for dents, bulges, swelling, peeling or other irregularities." 2) "important information ¿ please read before use - do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." 3) "compatible reprocessing methods - the endoscope and accessories are compatible with several methods of reprocessing. For information concerning the applicable reprocessing methods and parameters, refer to section 6.2, ¿list of compatible methods¿. Additionally, some reprocessing methods may cause degradation of medical devices that shortens product life. For information concerning degradation of medical devices from reprocessing and its number of times, refer to section 6.13, ¿signs of degradation from reprocessing and its number of times¿. Follow the policies at your local institution when choosing which methods to employ." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis exera ii ultrasonic bronchofibervideoscope, defects of the distal end. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that there was a peeling off the coating on the insertion section (greater than or equal to 1 x 1 mm2). This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.